Event description:
It was reported that the customer experienced high blood glucose levels. Customer is using humalin u-500 insulin. Customer reports vial of insulin used was expired. Pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.